Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The product has been returned for analysis; however, it has not been evaluated yet. Upon the evaluation of the product is completed, a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this hemosphere oximetry cable, the svo2 (mixed venous oxygen saturation) value provided was not correct according to the patient conditions. No error messages were displayed. The issue was solved by changing the oximetry cable with a different one. The patient was not treated according to the incorrect measurements. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section g2 (report source), h6 (component code, type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The device was received by our technical service center for evaluation. As received, the cable was plugged into the known good units hem1 monitor and a swan ganz catheter and it was possible to perform in-vitro calibration. Svo2 values were obtained within range. The device logs were extracted and analyzed, the device passed successfully the functional test, run-in and final verification tests. In order to expand the investigation, the device was again tested through the testers, functional test, run-in and final verification. The device was finally tested according to applicable procedures with the known good swan ganz catheter and again it was possible to obtain svo2 values within range for 24 hours, no defects were found. The report of incorrect values was not confirmed, since no defect was found as the issue cannot be replicated. However, from visual inspection it was detected that the upper housing was broken. Based on further engineering investigation performed, the broken upper housing failure is consistent with physical impact such as droppage and mechanical impact by other objects during use and handling. This can occur before and after the useful life of the product. Based on available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.